Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the ventricular pace and sense light emitting diode (led) blinked simultaneously after turning on the external pulse generator (epg). It was indicated that the lead flex assembly cable was found to be defective. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.